Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient had a power on reset (por) error. It was noted that the patient is an emt, and is around medical equipment. The patient was to follow up with the manufacturing representative. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2017-feb-24. It was reported that the power on reset (por) issue resolved when the patient navigated away from the error screen and by pressing the rep also reported that the patient did not remember being around any emi that would have caused the por message but the patient was receiving stimulation again.